Event description:
Tbm called in and stated the dealer alleges that the left brake handle came apart when attempting to engage the brakes. Tbm stated there were no injuries associated with the incident. Per tbm he is not aware of the end user's demographics nor contact information.